Event description:
It was reported that after a rotator cuff repair with a q-fix, the patient had right shoulder adhesive capsulitis. The event was treated with medication therapy, arthroscopy and extensive debridement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h6 the device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. No product identification information was provided, thus a manufacturing record and complaint history review could not be conducted. Clinical evaluation was completed and concluded that this complaint from the united states and the q fix clinical study reports adverse event #1 right shoulder adhesive capsulitis. The event was treated with a right shoulder arthroscopy and extensive debridement. The outcome is listed as resolved. The clinical study report forms were provided for review. However they did not reveal a root cause for the ¿adhesive capsulitis¿. Smith and nephew has not received adequate materials (the operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.